Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter caused perforation, tilting of the filter and the resultant symptoms. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc) and into organs and filter tilt, approximately sixteen years and seven months post implant. The patient also reported that their intestine had to be removed due to the filter. According to the medical records approximately sixteen years and seven months post implant an abdominal computed tomography (CT) scan was performed to evaluate the filter. Results of the scan noted that the ivc filter was below the level of the renal veins. One strut was touching the right lateral aspect of the abdominal aorta and another strut touches the anterior vertebral body at the l2-l3 level. The inferior pole of the filter was shifted slightly to the posterior right. The upper portion of the filter was in the central aspect of the ivc. Additional findings include moderate hepatic steatosis, minimal nephrolithiasis was noted involving the left kidney and a large midline epigastric hernia containing large/transverse colon within the right upper quadrant. There is also an elongated hernia within the right upper quadrant at the entry site of the vp shunt tube containing only fat. One coronal CT image was provided and depicts some type of device within the ivc. The indication for the filter implant, procedural records and patient medical history has not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. It was reported that the patient had the intestine removed due to the filter. With the limited information provided a clinical relationship between the device and the event could not be determined. The timing of the surgery was also not reported. This event may be related to underlying patient specific issues, such as the large epigastric hernia containing transverse colon. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, tilting of the filter and the resultant symptoms. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc) and into organs and filter tilt, approximately sixteen years and seven months post implant. The patient also reported that their intestine had to be removed due to the filter. According to the medical records approximately sixteen years and seven months post implant an abdominal computed tomography (CT) scan was performed to evaluate the filter. Results of the scan noted that the ivc filter was below the level of the renal veins. One strut was touching the right lateral aspect of the abdominal aorta and another strut touches the anterior vertebral body at the l2-l3 level. The inferior pole of the filter was shifted slightly to the posterior right. The upper portion of the filter was in the central aspect of the ivc. Additional findings include moderate hepatic steatosis, minimal nephrolithiasis was noted involving the left kidney and a large midline epigastric hernia containing large/transverse colon within the right upper quadrant. There is also an elongated hernia within the right upper quadrant at the entry site of the vp shunt tube containing only fat. One coronal CT image was provided and depicts some type of device within the ivc. The indication for the filter implant, procedural records and patient medical history has not been provided and there is currently no additional information available for review.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, tilting of the filter and the resultant symptoms. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from perforation, tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.